Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6). The reported event was confirmed. The root cause of the reported issue could not be identified. Visual evaluation of the returned sample noted one opened arctic gel neonatal pad present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. One wing of a connector was bent. No visible chips or deformities at the ends of the other connector. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications per ip7603142 rev 7 which states "no missing or damaged components." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Potential failure mode as 1.3 pad lines kink causing low flow and reduced heat transfer. Based on this review the risk is within the expected range. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The labeling is found to be adequate. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the air bubbles were mixed in. When they checked the arctic gel pad, the base of the hose was thin in part, and it appeared to have been bent before opening. They replaced the pad and was able to use it without any problems. Per follow up information received via task on 24apr2025, no impact to the patient.